Event description:
The hospital reported that during the saphenous vein harvesting procedure, the surgeon was unable to cauterize the vein. A second device was used to complete the procedure. No patient complications were reported.